Event description:
It was reported that the implantable pulse generator (ipg) was not working properly. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.